Event description:
It was reported the recharge burden for the pt's ipg (B)(6) suddenly increased. In addition, the pt reported difficulty establishing communication with the ipg via the programmer and alleged the stimulation stops without prompting. These issues progressed to the point that the pt is no longer able to recharge the ipg. Surgical intervention was undertaken to replace the pt's ipg and effective stimulation was recaptured as a result.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.